Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the leak identified? The leak was diagnosed by CT scan of the abdomen with oral contrast medium and seen at the following laparoscopy. Were any difficulties noted with device during initial procedure to include staple formation? No problems encountered with the stapler during the sleeve. Was a leak test performed? If so, what was the result? Not test with methylene blue having no doubts about the procedure, as a rule we never do. During reoperation, were any staple formation issues identified? No info received how was the leak addressed in reoperation? The leak was treated endoscopically. What is the current patient status?the patient is still hospitalized, two telescope prostheses were placed to cover the hole (multiple endoscopic sessions with revision of the prostheses). He is on multiple antibiotic therapy, still has a fever (yesterday 37.9). She drinks and is fed via jejunostomy. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a sleeve gastrectomy surgery was performed on (B)(6). (B)(6) woman. Develop symptoms of fistula on the second day. Fistula diagnosed in the 5th day. The patient has been revisioned on 11 august: there was a very large hole of 3 cm separated with a fibrin bridge from another hole of 0.5 cm. Belonging to the same stapler line. The stomach wall has slipped out of the stapler line and from the seamguard. The surgeon had used one black and 4 green reloads with psee60a, all covered with seamguard the suture that has reopened is the third green: ecr60g. There was pus and rising of the diaphragms. Washing and placement of a t-drain into the fistula. Placed prostheses along the entire gastric tubule. A digiunostomia was performed. The patient is still hospitalized with pneumonia and urinary tract infection.